Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that after a fall the patient experienced disassociation. The poly insert was removed in this case.

Manufacturer narrative:
Correction: d9 product available to stryker. The reported event was confirmed. The devices were returned for evaluation and the condition of the returned devices aligned with the event as noted in this complaint. A visual inspection revealed the returned spacer to have considerable damage. There are scuffs around nearly 25% of the outer rim of the device over the laser etch portion. Significant gouges appear on the underside in three spots on the circumference of the device that are equal in size. Superficial scratches appear on the morse taper. At the underside of the morse taper there is heavy discoloration. There is also a small region of damage to the lock ring groove on the lateral portion of the complaint spacer: a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. After extensive review and functional testing of the returned devices, failure cannot be conclusively determined. It is possible that the reported patient fall caused the insert to dislodge and damaged the spacer lock ring groove in the process. Subsequent dissociations of the insert from this same spacer could potentially be explained by the aforementioned spacer damage. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that after a fall the patient experienced disassociation. The poly insert was removed in this case.